Event description:
The user facility reported that the needle punctured the protector when the health care professional attempted to recap it after use, resulting in a medical incident. The customer stated that the health care professional sustained a minor injury, which is presumed to be a needle stick based on the description provided. No adverse health effects have been reported. The incident occurred during the post-operative phase. The final patient impact was assessed as having no health consequences.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual sample was not available for evaluation. Instead, reference photos were received. The protector was found punctured, and the needle tip was observed slightly damaged. Traces of deep scratches were also observed on the inner surface of the protector. Retention samples were visually inspected and confirmed free from protector puncture, bent cannula, and tilted cannula beyond the allowable specification. There was no issued nonconformity report related to human error during lot production. There are no nonconformities in the assembled needle lot supplied during production. During the protector loading process, there is a jig pin hold to prevent extra movement of the jig pin, a cannula work hold to secure the cannula, and a protector guide (serves as a cap-feeding guide) to support the protector and keep it from coming into contact with the cannula tip. After loading the protector, it will be pressed into the hub with a uniform force to ensure proper fit. This process features a high protector alarm that detects protruding or misaligned protectors before pressing. The affected jig of the high protector alarm will be inspected for misalignment of the protector and possible bent cannula/protector puncture, and the affected product will be discarded. We perform product confirmation when changes are made in the machine, such as machine start-up, after machine maintenance, after machine adjustment/troubleshooting, after power fluctuation, after validation/sampling, lot change/type change, and after machine cleaning. There is also product inspection after machine trouble, where the check items are protector puncture, tilted cannula, and bent cannula, as applicable. At the cannula station, an inspector ensures proper cannula alignment to prevent bent needles. Our product has an allowable tilting of the needle of not more than 2°. Tilted cannulas are one of the check items in the hourly in-process inspection during needle assembly. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities of the assembled products. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. The protector is manufactured in-house with validated tpc molding machines. There were no nonconformance reports issued for the supplied molded part lots. From the previous two fiscal years to the present, we have received a total of thirteen (13) complaints for the same issue, the cause of which was not identified as being related to our product or the manufacturing process. Based on the investigation, 8 out of 13 complaints were due to protector recapping, and five were unknown. The cause of the complaint was acquired during usage, as the needle punctured the protector while it was being recapped. The protector can pass through the protector. Therefore, recapping of the product is not recommended. The retention samples passed the visual test, and a review of the product's lot history file revealed no related issues that were encountered during the production of the reported lot. Our needle machine runs under validated and routinely checked parameters. We perform a series of inspections from the needle assembly process to the outgoing process to ensure that the assembled needles are in good condition before shipment. Therefore, our process is assured. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is submitted as follow-up no. 1 to correct section e1 with the accurate facility name. The initial MDR submission contained an incorrect facility name; the correct facility name is livedo corporation.